Event description:
The MFR was notified on (B)(6) 2014 that the pt (who received a mitroflow model lxa size 25 on (B)(6) 2013) died due to a reported endocarditis. It was also reported that endocarditis was detected before and the pt was treated with antibiotic and he recovered. Later the pt was admitted again to the hosp due to an increase of the vegetation on the valve and a perivalvular leak. Before the transfer in another hosp, the pt died.

Manufacturer narrative:
The device history record review did not indicate any mfg or material anomalies. A more thorough investigation could not be performed because the device will not be returned to the MFR and very limited info was provided on the pt's clinical states. Based on the available info, no further investigation can be performed. No conclusion can be drawn at this time as the device will not be returned to the MFR.